Event description:
It was reported that the patient underwent gynecological procedure on (B)(6) 2005 to treat pelvic organ prolapse and mesh and monarc sling were used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior posterior colporrhaphy with vaginal vault suspension, neurorrhaphy and monarch sling, due to cystocele, rectocele with vaginal vault prolapse and hypermobile urethra. It was reported that the patient underwent mesh excision on (B)(6) 2011 due to pelvic and vaginal pain, dyspareunia and mesh exposure. It was reported that the patient underwent surgery for stress urinary incontinence on (B)(6) 2012 and advantage fit, boston scientific sling was implanted.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.